Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a series of small tears. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (tear in cuff) would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process. Information has been added to the database and complaint trends will continue to be monitored.